Event description:
Customer reported being hospitalized for high blood glucose and dka. Customer reported that infusion set cannula was bent when removed. Troubleshooting was performed and pump appeared to be operating normally.